Event description:
Pt's left side of back had a laser hair removal procedure performed. Some areas treated on the shoulder resulted in 18mm hypopigmentation rings. The doctor indicated they may be permanent.